Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that device was programmed with auto capture (ac) on at 2.2v. The device displayed a remaining longevity of 2.5 years. Two days later, the ac output had increased to 5.0v and the device displayed elective replacement indicator (eri). A boston scientific technical services consultant discussed that output change seems odd to have caused eri in such a short time period. The consultant stated that a memory download could be performed to assess the sudden change; however, the recommendation is to replace the device. The device was subsequently explanted and replaced. No adverse patient effects were reported.